Manufacturer narrative:
Based on the information provided, no conclusions can be made. Per the medical records provided, post implant of ventralight st mesh w/echo p, patient was diagnosed with recurrent hernia and underwent mesh explant with implant of marlex mesh. No lot number has been provided; therefore, a review of the manufacturing records is not possible. Hernia recurrence is a known inherent risk of hernia repair surgery and is identified in the adverse reaction section of the instructions-for-use as a possible complication. This emdr represents the ventralight st mesh w/echo ps (device #1). An additional supplemental MDR was submitted to represent marlex mesh (device #2). Note: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. H3 other text : not returned.

Event description:
Per information provided by the attorney: (B)(6) 2013: patient was diagnosed with ventral incisional incarcerated hernia and underwent laparoscopic repair with ventralight st mesh w/echo ps (device #1). Per operative notes, "number of different individual hernia over the swiss cheese abdomen were repaired. We selected a rectangular piece of ventralight st w/echo ps mesh and was placed". (B)(6) 2014: patient was diagnosed with recurrent ventral incisional incarcerated hernia and underwent open repair with explant of mesh (device #1) and implanted with marlex mesh (device #2). Per operative notes, " all of the mesh from the previous repair was removed. They needed to reenforce the fascial defect with the marlex mesh as an onlay mesh". (B)(6) 2014: patient was diagnosed with erythema on the upper part of the incision and wound infection during post op visit thereby underwent wound debridement. During the procedure it was identified that the mesh was not exposed to infection. (B)(6) 2017: patient was diagnosed with large recurrent umbilical ventral hernia and underwent open repair. Per operative notes "a large hernia sac with mostly incarcerated omentum in it which was dissected, and the defect was sutured". (B)(6) 2017: patient was diagnosed with wound infection and wound abscess in periumbilical area. Per operative notes, "there was a purulent grayish fluid which was washed out and debrided the wound and necrotic tissue that was surrounding and coating the abscess cavity. Wound vac was placed". Attorney alleges that the patient experienced abscess, infection, hernia recurrence, seroma, pain and emotional injuries.

Event description:
Per information provided by the attorney: (B)(6) 2013 - patient was diagnosed with ventral incisional incarcerated hernia and underwent laparoscopic repair with ventralight st mesh w/echo ps (device #1). Per operative notes, "number of different individual hernia over the swiss cheese abdomen were repaired. We selected a rectangular piece of ventralight st w/echo ps mesh and was placed". (B)(6) 2014 - patient was diagnosed with recurrent ventral incisional incarcerated hernia and underwent open repair with explant of mesh (device #1) and implanted with marlex mesh (device #2). Per operative notes, " all of the mesh from the previous repair was removed. They needed to reenforce the fascial defect with the marlex mesh as an onlay mesh". (B)(6) 2014 - patient was diagnosed with erythema on the upper part of the incision and wound infection during post op visit thereby underwent wound debridement. During the procedure it was identified that the mesh was not exposed to infection. (B)(6) 2017 - patient was diagnosed with large recurrent umbilical ventral hernia and underwent open repair. Per operative notes "a large hernia sac with mostly incarcerated omentum in it which was dissected, and the defect was sutured". (B)(6) 2017 - patient was diagnosed with wound infection and wound abscess in periumbilical area. Per operative notes, "there was a purulent grayish fluid which was washed out and debrided the wound and necrotic tissue that was surrounding and coating the abscess cavity. Wound vac was placed". Attorney alleges that the patient experienced abscess, infection, hernia recurrence, seroma, pain and emotional injuries.

Manufacturer narrative:
Based on the information provided, no conclusions can be made. Per the medical records provided, post implant of ventralight st mesh w/echo ps, patient was diagnosed with recurrent hernia and underwent mesh explant with implant of marlex mesh. No lot number has been provided; therefore, a review of the manufacturing records is not possible. Hernia recurrence is a known inherent risk of hernia repair surgery and is identified in the adverse reaction section of the instructions-for-use as a possible complication. H11: this supplemental emdr is submitted to correct the outcomes attributed to adverse event. This supplemental emdr represents the ventralight st mesh w/echo ps (device #1). An additional supplemental emdr was submitted to represent marlex mesh (device #2). Note: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.